Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that, during a knee surgery, the screw broke during installation. All fragments were retrieved from the patient. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4020c-07 fastthread¿ biocomposite¿ interference screw 7 x 20 mm batch number: 15276495 was received for investigation. Visual evaluation of the returned device noted it was damaged and fractured. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to use error due to not completely seating the screwdriver within the biocomposite¿ interference screw and/or improper bone prep. Per the dfu for this device: g. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.